Event description:
Info received indicates a nurse alleged being shocked by the bed. No injuries.

Manufacturer narrative:
The tech performed an electrical safety check and the readings were .08 ohms and 43ua. These readings are within specs. No problems found.